Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.

Event description:
It was reported that the left ventricular (lv) lead was noted to have an insulation defect. The insulation defect was observed visually and the physician repaired the insulation. The lead is still in use. No patient complications were reported as a result of this event.